Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient presented to the emergency room on (B)(6) 2022 with low flow alarms, pulmonary edema, fatigue, shortness of breath, oliguria and loss of consciousness. A computerized tomography (CT) scan performed the following day revealed an extensive thrombus in the outflow graft extending from the pump to 4cm below the aorta anastomosis. The pulmonary trunk was noted to be dilated, suggesting an increased pressure. Log file analysis was unremarkable and did not capture low flow alarms. Thrombolytics were administered without resolution but they were to be continued.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted computed tomography (CT) scans confirmed an external outflow graft (ofg) obstruction; however, a specific cause for the obstruction could not conclusively be determined through this evaluation. A direct correlation between (B)(6) and the obstruction, syncopal event, and patient conditions could not conclusively be determined through this investigation. Evaluation of the submitted log files did not confirm any low flow events. Two CT scans were submitted for review. The first scan showed a cross section of the patient¿s outflow graft and bend relief, which confirmed tissue between them. The tissue appeared to obstruct roughly (B)(4) of the blood flow. The second image showed a lateral view of the ofg which appeared to show tissue around the ofg but was unremarkable overall. The controller event log file captured no low flow events as the calculated flow remained above the threshold of 2.5 lpm for the duration of the captured data. No atypical events were captured. The pump appeared to function as intended and operated at the set speed for the duration of the file. The lvad event log file captured the estimated flow trending down after (B)(6) 2022 as it was hovering around 4.8 lpm prior to this date but decreased to around 2.9 lpm after (B)(6) 2022. Despite this, the flow did not fall below the 2.5 lpm threshold. No atypical events were captured. The pump appeared to function as intended. The patient remains ongoing on vad support. No product available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on (B)(6) 2018. The heartmate 3 lvas instructions for use (IFU) (rev. G) and the heartmate 3 lvas patient handbook (rev. G) are currently available. Section 5 of the IFU, "surgical procedures", contains information on "preparing the sealed outflow graft" and explains that prior to implantation, the bend relief should be disengaged from the graft for the de-airing procedure. Section 5 also contains a sub-section on "attaching the sealed outflow graft to the aorta", which instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length. Section 5, under "attaching the sealed outflow graft to the pump", instructs the user to verify that the outflow graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "de-airing the pump", cautions the user: "do not rotate/twist the sealed graft. Check the alignment of the black line on the graft to verify that the sealed graft is not twisted or kinked." This section also explains how to attach the bend relief once the vent needle has been removed from the sealed outflow graft and leaks have been ruled out. Section 1 lists the outflow graft clip as a required component for implant. Section 5, further instructs the user to ¿attach the outflow graft clip to prevent post-operative outflow graft twisting¿ and warns that failure to install the outflow graft clip so that it is flush with the bend relief can allow graft twisting or abrasion which may lead to serious adverse events such as bleeding, graft occlusion, thrombosis, and/or death. Section 6 "patient care and management" (under "ongoing patient assessment and care") includes a list of heartmate 3 patient assessment methods, including assessment of the patient's level of consciousness. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.